Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was exhibiting oversensing. The physician wass not able to reproduce the oversensing with manipulation, movement or isometrics. The physician performed an invasive procedure to evaluate the system and found an insulation break on the transvenous defibrillation lead above the yoke. The physician explanted the lead. The ICD remains implanted.